Manufacturer narrative:
The customer's complaint of the IV filter set air issue could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that blood backed up to the filter in the patient¿s IV tubing during an infusion of ¿starter tpn (d10 +additives)¿ at 5ml/h. Although the customer reported that the set was primed correctly, not inverting the filter, it was stated that ¿a large air pocket¿ was in the filter. Reportedly the infusion was delayed for 20 minutes while a new tubing was prepared and the patient¿s blood glucose dropped to 31mg/dl. The patient¿s blood glucose returned to 94mg/dl after a 4ml bolus of d10 was administered. The customer reported that no harm occurred.